Event description:
This procedure was performed in (B)(6). Procedure was femoropopliteal pta. As reported the patient presented with diffuse arteriopathy with an occlusion of the femoropopliteal junction. The nanocross balloon was difficult to inflate and deflate. The balloon detached from the catheter, and was retrieved with a loop. As a result of the detachment the patient was intubated and the physician created surgical access in order to retrieve the balloon. Additionally the procedure was extended 45 minutes and there was an extension of the post-intervention stay. The patient is in good condition.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the nanocross elite was received contained within a specimen jar along with the nanocross shelf carton. The nanocross elite was received in two pieces. The proximal segment included the y-manifold, approximately 139cm of the outer/inflation lumen, and approximately 130cm of inner/guidewire lumen. The outer/inflation lumen separation face exhibited ductile separation. The inner/guidewire lumen exhibited ductile separation. The distance from the distal tip of the printed strain relief to the inner lumen separation is approximately 130cm. The label claimed working length is 150cm. The outer lumen distal end does not exhibit any pleat creases that would have affected the inflation/deflation performance of the device. The distal segment included the distal tip, approximately 100.5mm of balloon chamber, two balloon marker bands, and a segment of inner lumen. The segment of inner lumen within the balloon chamber did contain both balloon band markers. The segment of the inner lumen within the balloon chamber exhibited ductile separation proximal to the proximal balloon marker band. The proximal balloon chamber separ ation face included the proximal balloon cone. The proximal balloon chamber cone does not exhibit any pleat creases that would have affected the inflation/deflation performance of the device. The distance from distal tip of the dilatation catheter to the distal segment inner lumen separation face is approximately 6cm. Therefore approximately 14cm of inner lumen was not returned.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.(B)(4).